Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 120 mg/dl at the time of the report. The customer stated that he was using a different brand of infusion sets, and that is what caused the event. The customer stated that as soon as he began using his normal brand of infusion set his blood glucose returned to normal. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.